Event description:
Patient has had a long history with the arthritis in his hip. He started with injections and then moved to a surface replacement (metal-on-metal) done at the cleveland clinic, and that was followed by a fracture of the femoral neck and subsequently a stemmed big femoral head metal-on-metal replacement inserted as a revision of his surface replacement. He proceeded to have significant dislocation and had his first operation at this hospital about five years ago and has subsequently had several surgeries, when he had revision of his acetabular component on the femoral modular head; and about a year ago, he had removal of the acetabular component for loosening. Following his most recent revision, his prosthesis has been stable enough to allow him to participate in activities up to and including skiing. However, he has had several dislocations. Most recently, he had a dislocation of his hip. This occurred while he was skiing, and he "jumped out of his hip."what was the original intended procedure?left revision total hip arthoplasty.